Event description:
Valve implanted in a ross procedure. After pt was taken off pump, surgeon noticed severe bleeding from the conduit (not at suture lines), so he explanted the valve, replaced it with a non-cryolife allograft, and noted that there was a 4mm tear in one of the sinuses. Surgeon checked allograft paperwork, and noticed a 2mm nick noted on diagram. 4mm tear was in the same location as 2mm nick.